Event description:
Customer reported check valve failure with fluid visualized going from secondary bag into primary bag even though the head height differential was correct. The patient was receiving methotrexate chemo. There was no patient harm and no medical intervention was required. Customer stated that no additional event or patient information is available.

Manufacturer narrative:
(B)(4). Customer states that the set will be returned for investigation. Ups label provided for product return. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.